Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes during treatment. One indicating disabled valves and the other one a communication error. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The reported issue was confirmed on-site by the review of the device logs. The control printed circuit (pc) board was exchanged according to the recommendations in the device service manual. The unit passed several test before the ventilator was returned back to service. Investigation of the returned control pc board did not reproduce the reported problem. Pre-use check succeeded and test ventilation was performed without any deficiency noted. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The cause of the reported failure has not been established.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).